Event description:
It was reported to kendall healthcare in 01/2001 that when the physician went to remove the thoracic catheter out of the pt, six inches of the tip broke off and remained inside the pt. The pt subsequently had to go to surgery to have it removed and thus had a lengthened hospital stay.